Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected low battery, failed battery test, weak battery, off no power alarm or battery indicator anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported that the batteries on the insulin do not last long and the customer receives multiple low battery alarms. Customer also mentioned receiving a failed battery test alert when inserting new batteries. No further information reported.